Manufacturer narrative:
Initial reporter address: (B)(6). (B)(4). The device has not been received for analysis. Should the device become available for analysis and there is any further relevant information, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a cre pro gi wireguided dilatation balloon was used in the esophagus during a gastrointestinal balloon dilatation procedure performed on (B)(6) 2022. During the procedure, it was noted that the balloon ruptured when inflated from 11mm to 12mm. The procedure is completed with another cre pro gi wireguided dilatation balloon. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a cre pro gi wireguided dilatation balloon was used in the esophagus during a gastrointestinal balloon dilatation procedure performed on (B)(6) 2022. During the procedure, it was noted that the balloon ruptured when inflated from 11mm to 12mm. The procedure is completed with another cre pro gi wireguided dilatation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block e1: initial reporter address: (B)(6) block h6: device code a0402 captures the reportable issue of balloon burst. Block h10: investigation result a visual examination of the returned complaint device revealed the balloon was torn longitudinally. No damage was found on the catheter of the device. Microscopic inspection confirmed the balloon was torn longitudinally. This does not confirm the reported event that the balloon burst. It is possible that interaction with any surface during the procedure could create friction on the balloon, causing the problem of torn longitudinal during the procedure. Therefore, the most probable root cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A review of the instructions for use (IFU) and product labeling was completed and did not reveal any evidence of device misuse or that the device was used in a manner inconsistent with the labeled indications.